Event description:
Facility alleges a blood leak occurred during a dialysis treatment. Dialysis was discontinued and the blood was not returned to the pt. Estimated blood loss 269cc's. Blood loss was due to blood left in dialyzer and bloodlines when discarded. No serious injury or medical intervention reported as result of this incident. This event involved one pt.